Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to remove obstruction and clean the speaker holes, after which insulin delivery was successfully resumed, and the pump operated normally. Additionally, technical support provided tips to prevent future altitude alarms.